Manufacturer narrative:
Concomitant product: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was further reported that the patient¿s stimulation stopped on their device and they had to get it replaced due to early battery depletion. It was reported that the patient¿s stimulator stopped functioning about 1 month prior to the report and the device only lasted 1 year.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient received assistance on (B)(6) 2014 from their health care provider (hcp) or manufacturer representative. It was noted that the patient still has concerns with their device and is meeting with their manufacturer representative or hcp on (B)(6) 2014. It was reported the patient's second device was placed on (B)(6) 2014 and has "rather quickly stopped functioning". It was noted that charging was confusing and due to the patient's hcp being on vacation they have been in severe pain for two weeks. It was noted the patient has an appointment scheduled for (B)(6) 2014. Information omitted pertaining event (B)(4) - ins stopped working. These events are not related.

Event description:
Additional information received reported that the patient had her previous implantable neurostimulator (ins) removed on (B)(6) 2014. The patient was in so much pain that it used the battery life, so they implanted her with a stronger one. If additional information is received, a supplemental report will be sent.